Manufacturer narrative:
The hba1c reagent's expiration date was not provided. The cobas integra 400 plus serial number was (B)(6). The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 1 patient sample tested with hba1c tq gen.3 assay on a cobas integra 400 plus analyzer when compared to cobas c502 and cobas c513 analyzers. Initial result: 9.14%. On (B)(6) 2024, the patient went to another laboratory. A new sample was drawn and tested resulting in an hba1c value of 5.1%. On (B)(6) 2024, the original sample was repeated twice on a cobas c502 and the repeat results were 4.8% and 5.0%. On 26-dec-2024, the field service engineer visited the customer's site to fix a hardware issue. The original sample was then repeated on a cobas c513 resulting in an hba1c value of 5.15% and on the original cobas integra 400 plus resulting in an hba1c value of 5.35%. The customer considered the results obtained starting from (B)(6) 2024 to be correct.

Manufacturer narrative:
Sections d1, d2a, d2b, d4, g1 and g4 were updated. The preventive maintenance was last performed on (B)(6) 2024 and the last repair visit was on (B)(6) 2024. The calibrations were performed within specifications. The alarm traces indicated an unstable photometer lamp. The field service engineer replaced the photometer lamp. The provided data showed that the filling of the sample tubes was below the target. The service actions performed by the engineer resolved the issue.